Event description:
Customer is reporting a system pressure dome leak. Name and function of complainant: same as rptr. Issue started on: (B)(6) 2013. Issue noticed: during treatment. Customer called in to report a system pressure dome blood leak in the beginning of her pt treatment at approx 100ml whole blood processed. Customer aborted the procedure when she noticed the leak and did not return any blood/blood products to the pt. No troubleshooting were performed as the customer called in after the incident had occurred. Cts asked the customer if the blood spill was such that service needed to be dispatched. Customer stated that she did need service to clean up the remainder of the spill and check the pressure transducers. Product will not be returned for investigation. Service order will be created for instrument inspection.

Manufacturer narrative:
Add'l mfg address: (B)(4). Batch record review of the lot file for b315 was performed. There were no non conformance associated with this complaint for this lot. Date of mfg: march 2013. Expiration date: march 01, 2015. This lot met all release requirements. A review of complaints rec'd for lot b315 was performed. There was one other pressure dome leak complaint was reported to date for this lot. The kit was not returned for further investigation. The root cause for the pressure dome leak cannot be determined based on the info reported by the customer. Service order (B)(4) completed: (B)(4) 2013. Removed deck and cleaned under all pump heads and around all other fittings. Replaced return pump head and all the pressure sensors. Verified operation by doing the checkout procedure. Repairs have returned this instrument to expected operation. (B)(4).